Event description:
When using a terumo surguard 3 needle to administer depo provera to a patient, the needle malfunctioned and would not allow the medication to be administered. Only a small amount of medication entered the patient.